Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
On (B)(6) 2018 - it was reported that this system was explanted and replaced due to infection. No additional adverse patient effects were reported.